Event description:
The customer reported the system will not boot up. They suspected improper shutdown over the weekend.

Manufacturer narrative:
The ge service rep reloaded the software. The system now boots. The system functions as intended.